Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the catheter was inserted, the device sounded an alarm indicating a gas leak. The user checked all the connections to rule out gas leakage. As a result, the catheter was removed and blood was found inside. No new catheter was inserted. There was no report of patient complication, serious injury, or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in helium pathway is confirmed. During the investigation, a puncture to the bladder, consistent with contact from a sharp object, was found on the iabc bladder, which could allow blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that after the catheter was inserted, the device sounded an alarm indicating a gas leak. The user checked all the connections to rule out gas leakage. As a result, the catheter was removed and blood was found inside. No new catheter was inserted. There was no report of patient complication, serious injury, or death.